Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the driver used with spine clamps was stripped. No additional information was provided. There was no patient present when this issue was identified.